Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual inspection of the returned device revealed evidence of clinical use including an indention in the teflon pad. The device was actuated multiple times and confirmed to have proper mechanical functionality. A side by side comparison with an om device confirmed that the teflon pads are the same shape. The device was then connected to a scalpel generator and appropriate hand piece. The scalpel was tested (by pressing the generator test button) and passed the initial testing. The device was able to successfully activate with the foot pedals and buttons (each button was tested ten times) without any delay in activation time. Each time the min or max button was pressed; the device activated and at no time did the device fail to activate. The ability of the device to cut was tested using the same generator with min and max settings of 3 and 5 respectively and liver as the test medium. The device was able to cut three times using both the min and max settings and multiple turns were not required to complete the cuts the tissue. The ultracision harmonic scalpel generator 300 system user manual states: "with all instruments except the ball coagulator, use a higher generator power level for greater tissue cutting speed and a lower generator power level for greater coagulation." Sss instructions for use state: "higher generator power level is warranted for greater tissue cutting speed and for greater coagulation use a lower generator power level. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors including the selected power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00017 where an additional procedure had to be performed due to a vessel not being sealed during the original procedure, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Manufacturer narrative:
The received medwatch form stated that intervention to prevent permanent impairment/damage was needed, however it is unknown at this time what intervention was needed and why. At the time of this report, the complaint device has not been returned to stryker sustainability solutions for an evaluation. Once the device is returned, an evaluation will be performed and a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported through a medwatch report received from the FDA that the ultrasonic scalpel "worked in an inferior manner. It required multiple turns to cut tissue. Product has different shaped cutting/coagulation pads." No patient injury was reported by the user facility.

Event description:
It was reported through a medwatch report received from the FDA that the ultrasonic scalpel "worked in an inferior manner. It required multiple turns to cut tissue. Product has different shaped cutting/coagulation pads." No patient injury was reported by the user facility.